Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding is a known potential complication associated with all patients implanted with vads. The instructions for use (IFU) and patient manual addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The IFU provides the user material which communicates how to potentially mitigate the occurrence and severity of bleeds via management of anticoagulants and anti-platelet drugs. The IFU also addresses guidelines for optimal patient management including having adequate and stable preload available. The device remains implanted in the patient and is thus not available for return to the manufacturer. With review of the available information no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported event include the patient's therapeutic use of anticoagulant and antiplatelet medications. Though the root cause of the reported event cannot be conclusively determined there are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from a voluntary medwatch that a patient presented to hospital with anemia and hypotension and was presumed to have gastro-intestinal (gi) bleeding on (B)(6) 2015.  At the time of this event, the patient had been prescribed aspirin and coumadin.  Laboratory findings revealed a subtherapeutic international normalized ratio (inr). The patient was treated with the transfusion of one unit of packed cells; while a second episode of gi bleeding required the transfusion of 17 units of packed cells.  An upper esophagogastroduodenoscopy (egd) revealed a dieulafoy's lesion in the patient's stomach.  This lesion was then clipped during the procedure.  Given the severity of the patient's bleeding, his aspirin was discontinued.  The site further reported that they were unable to consistently maintain the patient on a heparin bridge due to the bleeding. No further information was provided.